Manufacturer narrative:
B5 - the reporter indicated that the surgeon implanted a 13.2mm vticm513.2 implantable collamer lens of -10.50/1.0/058 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to the lens tear/break during injection/delivery into the eye. There was patient contact. No injury reported. On (B)(6) 2023 the lens was exchanged for a shorter length lens. Cause was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar lots within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -10.50/1.0/058 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to a lens tear/break during injection/delivery into the eye. There was patient contact but no patient injury.